Event description:
It was reported that a user experienced hypoglycemia after a factory reset and a usual meal announcement while using the ilet bionic pancreas, with blood glucose declining from 156 mg/dl to 56 mg/dl following a usual carbohydrate meal. Symptoms included low blood glucose without reported injury. Outcomes included self-treatment with oral carbohydrates and no need for third-party medical assistance or hospitalization. Investigation included customer care review and user-reported history following device reset, along with troubleshooting and education. Investigation of this case revealed an unclear cause of hypoglycemia with no identified device malfunction based on available information. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no adverse health consequences reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.